Manufacturer narrative:
E1 facility name: (B)(6) medical university. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found interference fringes and flickering images. Based on the results of the investigation, the most probable cause is a communication failure caused by a cable disconnection led to the malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while using the camera head, the image was not in the middle of the field of view. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Event description:
No additional information received from customer.